Event description:
The customer alleged intermittent audible alarm. The customer's biomed department inspected the device and could not duplicate the alleged event. The unit passed extended self testing. As a precaution, the biomed department replaced the audible alarm assembly. There is no patient involvement associated with this issue. The alleged malfunction was discovered during pre-patient setup. It is not verified that the vent failed to audibly alarm, and no malfunction may have occurred. The vent is now back in service with no additional anomalies noted at this time.